Event description:
Consumer complaint of low blood glucose results. Caller states her glucose is normally 90-100 mg/dl fasting. Blood test performed prior to call resulted in a glucose level of 54 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).